Event description:
Related MFR report number: 2017865-2024-34246. It was reported that a patient suspects there right ventricular (rv) lead is failing which is contributing to reduced longevity of their pacemaker (pm) battery. No changes or interventions were reported. The patient condition is not known.